Event description:
During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but she did not remember the cause of the alarm. Per hp, she did not notice any loose conections, disconnections or defects on the supplies. The hp confirmed that she did not have any injury or harm as a result of this incident. Per nurse, she is doing fine and continuing therapy. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Event description:
On may 6, 2010, a doctor reported that a re-treatment of patient's root canals that had been previously sealed with real seal root canal sealant was required because the interior of the treated teeth had turned black.

Manufacturer narrative:
Upon further investigation of this incident, it was found that the black material causing the darkening of the root canal was bismuth sulfide which was the result of a reaction between the bismuth oxychloride in the real seal root canal filler and a protein (most likely from a bodily fluid). The possible causes for the formation of the bismuth sulfide are primarily due to technique variations and deviations from the instructions for use of the real seal system, and include overheating and incomplete flushing of naocl from the root canal. Overheating can degrade the real seal root canal filler and possibly lead to improper sealing and leaking, which can result in the leeching of proteins into the root canal and subsequent bismuth sulfide formation. Failure to completely flush all naocl from the root canal can also result in the formation of bismuth sulfide. Retreatment of patient's root canals is required to remove bismuth sulfide. This MDR is being submitted because of this medical intervention. The investigation led to the conclusion that the product itself, when used according to the instructions for use, performs as intended and yields acceptable results. The product IFU will be reviewed for possible clarification.

Manufacturer narrative:
The first sentence was corrected to read as follows: "upon further investigation of this incident, it was found that the black material causing the darkening of the root canal filler was bismuth sulfide..."references to "real seal root canal filler" have been corrected to "real seal root canal filling material".